Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted into the arm. On (B)(6) 2023, there were no specific symptoms reported, but it was mentioned that the patient experienced diabetic ketoacidosis, the cgm was reading 21.9 mmol/l and the blood glucose reading was 33.0 mmol/l. When the inaccuracy was discovered, the patient was brought to the hospital where the patient received treatment with insulin (route unknown). The day of the report, which was the day after the inaccuracy, the patient was stable again. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.